Manufacturer narrative:
On (B)(6), the (B)(6) made the following analysis: this collared stem was found painful and loose after 1,5 years of activity. Only a fluoroscopic image is available, and it is very difficult to draw any conclusion: the impression is that the stem was undersized. This may or may not have been the root cause for failure. No device-related action should be undertaken in this case. Batch review performed on (B)(6) 2015: lot 135391: (B)(4) items manufactured and released on (B)(6) 2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On (B)(6) 2015 it was prepared a final report with the information above reported. On the same day it was send to the initial reporter and the case was closed.

Event description:
The patient was complaining of hip pain. The surgeon took x-rays and found that the stem was loosening and he revised it. The explants will not be returned. X-ray is available.